Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 428 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.